Event description:
Procedure: spinal. According to the reporter: duraseal swelled and compressed spinal cord after removal of neurofibroma at the c3-c4 levels. The patient left the hospital with brown sequard syndrome. The patient's disabilities are due to spinal cord compression, brown sequards syndrome, autonomic dysfunction, digestive and bowel problems, balance and depression.

Manufacturer narrative:
(B)(4).